Event description:
It was reported that the device was found to be in backup vvi mode. Hv therapy was active. Device download was performed successfully and the device was reprogrammed. No symptoms were reported.